Event description:
This report summarizes 85 malfunction events where it was reported the device experienced difficulty to maneuver. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 83 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report summarizes 85 malfunction events where it was reported the device experienced difficulty to maneuver. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
One device was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
This report summarizes 85 malfunction events where it was reported the device experienced difficulty to maneuver. There were 2 events with patient involvement; no adverse consequences were reported.